Manufacturer narrative:
Reported event of fiber misfired. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, when they step on the foot pedal, a flash came out from the laser fiber body outside the patient. It was reported that there were no burn to the physician or nurse. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed fiber was received broken in two pieces. The first piece includes the connector and measures 127 cm. The second piece includes the exposed glass tip and measures 148 cm. The exposed glass tip of the laser fiber measured 3.5 mm and appeared used and blue coating at the glass tip is peeled. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exited the distal end of the fiber at the break. Based on the condition of the returned laser fiber, the noted damages would cause the fiber to flash at the break point when laser energy was transmitted. Therefore, the reported complaint was confirmed. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, when they step on the foot pedal, a flash came out from the laser fiber body outside the patient. It was reported that there were no burn to the physician or nurse. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.